Manufacturer narrative:
Date of event: date of event was approximated to be (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore the device manufacture date and expiration date are unknown. (B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve protruded. The maximum working channel sleeve protrusion was observed when the small knob was turned in a counterclockwise direction. A functional assessment for visualization was performed. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image and with advancing an accessory through the working channel. The handle was opened and was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was returned in a biohazard bag. There is no further information regarding this event. This event has been deemed reportable based on the investigation results; working channel sleeve protruded.